Event description:
The facility reported an infusion pump that "turns on by itself". Information was not provided regarding whether or not the device was in pt use when the event occurred. The hospital rep stated they have no record of any patient incident involving the pump, since the last baxter service event and no patient injury had been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, medication involved, or device programming.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.